Event description:
It was reported that pump touchscreen did not respond to touch on first attempt. There was no reported impact to the customer¿s blood glucose level. Customer declined follow up with customer technical support, no troubleshooting was completed, and no additional information was received regarding the outcome of the event.